Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015 and 23/jul/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Patient additionally reported via regulatory agency, "left breast was not "setting" and felt hard","started to form a lump underneath my left breast that grew to almost the size of a tennis ball. The silicone implant had been leaking out of the capsule and into my body", and "extreme breast pain." Device was explanted.